Event description:
Over the last four months the disetronic dahedi pump has malfunctioned with the error code e:4.5 occlusion error. There was no occlusion. They've replaced the pump three times, reporter changed insulin, cartridges, infusion sets. It's caused their blood sugar to rise to over 400 and then dip to 45. Reporter wasted hours waiting for the new pumps to arrive. Reporter wasted insulin, infusion sets, that reporter had to pay a high co-payment for just in the last week with the last occlusion reporter had to insert infusion sets in their abdomen five times. This causes inflammation on the skin on their abdomen and limits where reporter can place future infusion sets. The explanation has been that the pump may be out of range -don't know how that happens-, the cartridges are bad, the infusion sets are bad. Their first pump lasted 2 1/2 years with one occlusion error, it was sent in for scheduled service this last spring. Now reporter has to travel with a bottle of insulin and syringes while on the pump since it is no longer reliable.